Manufacturer narrative:
(B)(4). Date sent: 12/08/2020. D4: batch # u5a12u. F10/h6: component code = others (g07). Device analysis: the analysis results found that the cdh25p device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4); batch #: unk. The lot/batch was not provided, therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device did not function about an hour after the package was opened. The battery was reinserted, but the issue did not improve. The battery of another device was inserted into the device in question to complete the case. There were no adverse consequences to the patient. No further information is available.